Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be reproduced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the mobile view station (mvs) was disconnected from wall power, it showed a message indicating to reconnect to wall power, and then it shut down. The system had to be rebooted to get the mvs working again. This issue was noted outside of a procedure, and there was no patient involvement.